Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line that remains in the patient. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The second mitraclip was deployed. During removal of the gripper line, resistance was met. Troubleshooting attempts were made to remove the gripper line, but the line separated. Some gripper line was able to be snared out, but the gripper line fractured again during removal with the snare. Some gripper line remains attached to the deployed mitraclip in the patient. The procedure was completed with two mitraclips and an mr grade of 2. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the inability to remove the gripper line could not be determined. The gripper line break appears to be secondary effects of the inability to remove the gripper line, and therefore related to procedural conditions. The reported foreign body in patient appears to be a result of the inability removing the gripper line. The foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.